Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Can you please confirm if the patient did receive an ileostomy? Was this the first firing of the device? If no, what is the scrub¿s experience with reloading the device and were there any difficulties in reloading? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient? Pin placed manually or automatically?

Event description:
It was reported that post op of a bowel procedure, the device misfired and only a few staples went in and closed, others went in and did not close. This added several hours (4-5 hours) to the case as the staples had to be removed and others could not be removed resulting in some of the colon to be cut off then making it too short to use another stapler for closure resulting in having to be hand closed and causing the patient to get an ileostomy.

Manufacturer narrative:
(B)(4). Date sent: 04/01/2020. Additional information was requested, and the following was received: no response from the account and meeting face to face is not an option right now, but the following is what I know. What surgical procedure was performed? Lar. Can you please confirm if the patient did receive an ileostomy? Yes. Was this the first firing of the device? Yes. A total of four sterile devices were returned for evaluation. The analysis results found that the devices were received inside their sterile packages with no apparent damage. The devices were opened and tested for functionality with the returned cartridge and they fired, cut and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the devices performed without any difficulties noted. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.